Event description:
It was reported that the atrial lead had dislodged. Follow up information was received and confirmed that the lead was dislodged and was "pointing down towards the atrial floor." The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.